Event description:
It was reported to boston scientific corporation that a leveen needle electrode was to be used during a rfa (radio-frequency ablation) procedure performed on (B) (6) 2009. According to the complainant, prior to using the device, the physician attempted to extend and retract the array. However, the movement was not smooth and created an abnormal noise. It was also noted the handle was too stiff to manipulate. The procedure was successfully completed with another leveen needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4) (difficulty extending/retracting). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).